Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 4.1 was failed to open. A field service engineer (fse) connected remotely via remote support service (rss), then checked the internal firewall settings. Then restarted the internal network and rebooted the station, after that the fault was no longer detected, then the customer was able to access door 4.1. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main drawer 4.1 was not opening. The customer stated that this malfunction occurred while dispensing the medication, and the user managed to get the medication from another pyxis station, which caused a delay to the patient care. There were no adverse events or injuries reported due to this event.